Event description:
It was reported that a catheter fracture occurred. A 135/10 renegade hi-flo kit was selected for use. During the procedure, after the image, the catheter was withdrawn from the outer sheath with high persistence and it became fractured when flushing with saline. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a catheter fracture occurred. A 135/10 renegade hi-flo kit was selected for use. During the procedure, after the image, the catheter was withdrawn from the outer sheath with high persistence and it became fractured when flushing with saline. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was fractured in 1 location. The location of the fracture was 53.2cm from the hub. The shaft was not completely separated the inner liner was still connected. The fracture that was noticed on the device is consistent with the device being removed from the shipping tube without being completely hydrated with saline. The shaft showed flattening located from the tip to proximally 3cm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.